Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The programmer was found to lock up during the power-up sequence. The software was reloaded, which cleared the reported error. (B)(4) analysis found the functional uplink tests were out of specification. The cable was replaced.

Event description:
It was reported the programmer displayed a system error when it was powered on. The service disk was run, in an attempt to clear the error and restore operation of the programmer. There was no patient involvement. Five days later, when interrogating a device, the programmer displayed the same system error. There was no patient incident, as another programmer was used to complete the case. It was also reported that the hard drive was corrupted. The programmer rf (radiofrequency) head was returned with the programmer and subsequently tested out of specification during manufacturer's analysis.

Event description:
It was reported the programmer displayed a system error when it was powered on. The service disk was run, in an attempt to clear the error and restore operation of the programmer. There was no patient involvement. Five days later, when interrogating a device, the programmer displayed the same system error. There was no patient incident, as another programmer was used to complete the case. It was also reported that the hard drive was corrupted. The programmer rf head was returned with the programmer and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found the programmer locked up during the power-up sequence. The software was reloaded. (B)(4): analysis found the functional up-link tests were out of specification. The cable was replaced.